Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2026, the luer hub was found cracked during use on the patient. The insertion date is on (B)(6) 2025, they changed a new one to resolve the issue. No harm for the patient. The patient condition is fine."

Manufacturer narrative:
(B)(4). The customer report of a cracked luer hub was able to be confirmed through investigation of the returned sample. The customer returned one connector assembly, compression cap, and compression sleeve for analysis. Visual analysis revealed a crack in the red arterial luer hub. Fissures due to solvent swelling were also noted on both hubs. Functional testing was performed, and no leaking was observed. This damage is consistent with damage due to alcohol exposure. Significant discoloration was observed on both hubs, with large portions of the material appearing lighter in colour. A device history record review was performed, and no relevant findings were identified. Additional information provided by the customer stated that iodophor was used to disinfect the device. Lab services were contacted, and it was determined that the discoloration is due to oxidation, potentially caused by the use of iodophor in combination with other oxidizers such as bleach-like cleaners found in clinical settings. This oxidation is unlikely to have contributed to stress-cracking and is therefore unrelated to the reported crack in the red arterial luer hub. Based on the customer report and the sample received, the root cause is likely design related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that: "(B)(6) 2026, the luer hub was found cracked during use on the patient. The insertion date is on (B)(6) 2025, they changed a new one to resolve the issue. No harm for the patient. The patient condition is fine."